Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo showed evidence of two shelf packs with open packaging; however, underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: open package/seal. This complaint has not been confirmed for the indicated failure mode: underfill bd was not able to identify a root cause for the indicated failure mode. Although the complaint is confirmed, it is difficult to determine where and when shrink film was torn. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, 5 tubes underfilled. There was no health impact or consequences reported.